Event description:
It was reported to philips that the system took an extended time to boot up, giving application errors. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system took exceeded time boot up. Upon troubleshooting, the fse indicated that the system software was corrupted due to power outage. To resolve the issue, the fse reinstalled the system software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.